Event description:
It was reported that during a cranial procedure, the drill heated up. The procedure was completed using this same equipment, with no report of a delay. No patient or user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The drill was received by the u.s. Manufacturer and the complaint was confirmed. Internal components were evaluated, which revealed corrosion within the motor assembly, rotor assembly, and bearings. The presence of corrosion can lead to increased friction among rotating components, resulting in heat being generated. The motor assembly, rotor assembly, and bearings were replaced, and additional preventative maintenance was also performed. The drill will be returned to the user facility.